Event description:
As reported, approximately 4 years post op initial left tka, this 73 y/o female patient was revised due to poly wear and femur loosening. Patient was last known to be in stable condition following the event. Product not returning - disposed.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): (B)(6) - 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t, (B)(6) - 200-02-35 - three peg patella 35mm, (B)(6) - 201-78-15 - holding pin mini sharp point 4 pk, (B)(6) - 201-78-81 - 3 trocar, mod. Hex 2pk, (B)(6) - 521-78-23 - threaded pin size 2.3 collared, (B)(6) 521-78-23 - threaded pin size 2.3 collared, (B)(6) 521-78-32 - threaded pin size 3.0 collarless, (B)(6) a10012 - gps implant kit v2.

Manufacturer narrative:
(H3) the revision reported was likely the result of presumed prosthesis wear of the tibial insert. However, images of the revised insert do not show signs of excessive prosthesis wear inconsistent with being implanted. The aseptic (non-infected) femoral loosening was likely the result of an insufficient bond between the femoral component and the bone. However, this cannot be confirmed because the revised components were not returned for evaluation and no radiographs were provided.